Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within spec. The insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. Customer¿s blood glucose level was 7.8 mmol/l at time of incident. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to revert to backup plan. The device will be returned for analysis.